Event description:
On 05/12/1998 the account reported a false negative "cmv-g" on a known positive donor, which was run on the axsym analyzer. The sample was retested and a result of 238.8 au/ml was received. No report of injury.